Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infection"), fatigue ("other injuries/symptoms: fatigue") and migraine ("other injuries/symptoms; migraine"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, cystitis, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, migraine, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, migraine, bladder infection. Event outcome added pelvic pain, abdominal pain, and back pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. L-c18717,r-c55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal yeast infection, vaginitis bacterial, ovarian cyst, vaginal discharge, irregular periods and weight gain. Previously administered products included for an unreported indication: mirena and flagyl. Concurrent conditions included uterine fibroids since (B)(6) 2018, asthma since (B)(6) 2017, vaginal bleeding, cough, multiple allergies, hoarseness, nasal congestion, postnasal drip, sore throat, hearing loss, eczema, allergic rhinitis, dermatitis and grand multiparity. Concomitant products included adapalene;benzoyl peroxide (epiduo) since 2013, azithromycin since 2017, benzonatate since 2017, clindamycin since 2013, docusate sodium since 2018, doxycycline monohydrate from 2013 to 2017, fluticasone propionate (flovent hfa) from (B)(6) 2016 to (B)(6) 2017, ibuprofen from (B)(6) 2016 to (B)(6) 2018, isotretinoin (amnesteem) from (B)(6) 2017 to (B)(6) 2018, pantoprazole from 2013 to 2015, prednisone since 2017, salbutamol (proventil hfa) from (B)(6) 2016 to (B)(6) 2017, sodium fluoride (prevident) since 2017 and triamcinolone since 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), fatigue ("other injuries/symptoms: fatigue") and migraine ("migraine/ migraines"), 10 days after insertion of essure. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder/urinary problems: bladder infection") and headache ("headache"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue and headache had resolved and the vaginal infection, cystitis and migraine outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, migraine, bladder infection. There was 1 coil visible on the left and 2 coils visible on the right after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: patency of the fallopian tubes cannot be adequately assessed. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: that the test results could nor confirm for sure if essure implant was successful. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, fatigue, dysmenorrhea, lot number : c18717 production date 2014-02-05 and expiration date 2017-02-28. Lot number : c55837 production date 2014-05-16 and expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. L-c18717,r-c55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal yeast infection, vaginitis bacterial, ovarian cyst, vaginal discharge, irregular periods and weight gain. Previously administered products included for an unreported indication: mirena and flagyl. Concurrent conditions included uterine fibroids since (B)(6) 2018, asthma since (B)(6) 2017, vaginal bleeding, cough, multiple allergies, hoarseness, nasal congestion, postnasal drip, sore throat, hearing loss, eczema, allergic rhinitis, dermatitis and grand multiparity. Concomitant products included adapalene;benzoyl peroxide (epiduo) since 2013, azithromycin since 2017, benzonatate since 2017, clindamycin since 2013, docusate sodium since 2018, doxycycline monohydrate from 2013 to 2017, fluticasone propionate (flovent hfa) from (B)(6) 2016 to (B)(6) 2017, ibuprofen from (B)(6) 2016 to (B)(6) 2018, isotretinoin (amnesteem) from (B)(6) 2017 to (B)(6) 2018, pantoprazole from 2013 to 2015, prednisone since 2017, salbutamol (proventil hfa) from (B)(6) 2016 to (B)(6) 2017, sodium fluoride (prevident) since 2017 and triamcinolone since 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), fatigue ("other injuries/symptoms: fatigue") and migraine ("migraine/ migraines"), 10 days after insertion of essure. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder/urinary problems: bladder infection") and headache ("headache"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue and headache had resolved and the vaginal infection, cystitis and migraine outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, migraine, bladder infection. There was 1 coil visible on the left and 2 coils visible on the right after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: patency of the fallopian tubes cannot be adequately assessed. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: that the test results could nor confirm for sure if essure implant was successful. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, fatigue, dysmenorrhea, most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr received: new events- "abnormal bleeding (vaginal), vaginal infection, headache",lot number, reporter information, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.